Manufacturer narrative:
(B)(4). Patient¿s age was reported as ¿20¿s.¿ upon follow up, it was reported by a nurse that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. On an unreported day, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, pd therapy was discontinued due to peritonitis and the patient switched to hemodialysis. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.